Manufacturer narrative:
Additional information is being requested from a local representative. This report will be updated once additional information is received.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements following the implant procedure. Rhythmcare discussed the suspected cause could be due to insulation damage and recommended lead replacement. The physician decided to keep the lead implanted as the patient is dependent with left ventricular (lv) pacing only and decreased the sensitivity of the rv lead. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.